Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure focally extend into the myometrium') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia and abdominal pain had not resolved. The reporter considered abdominal pain, embedded device, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pif) (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: shortly after undergoing the essure procedure, test was performed and plaintiff was advised that her coils were properly placed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information added. Event: essure focally extend into the myometrium added. Removal details added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure focally extend into the myometrium') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, da vinci platform). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device outcome was unknown and the pelvic pain, medical device discomfort, menorrhagia and abdominal pain had not resolved. The reporter considered abdominal pain, embedded device, medical device discomfort, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (as per pif) (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: shortly after undergoing the essure procedure, test was performed and plaintiff was advised that her coils were properly placed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.